Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices ¿ nexgen rotating hinge knee option femoral component size f left, catalog #: 00588001601, lot #: 60915244; nexgen rotating hinge knee precoat tibial component size 3, catalog #: 00588000300, lot #: 62128962; zimmer segmental articular surface with hinge post size f 26mm, catalog #: 00585006026, lot #: 61036887; nexgen precoat tibial block size 4 10mm, catalog #: 00598800427, lot #: 60836308; nexgen sharp fluted stem extension 15mm x 75mm, catalog #: 00598801515, lot #: 61798489; nexgen rotating hinge knee cement shield hinge service kit size f, catalog #: 00585007516, lot #: 62145974; palacos rg 1x40 bone cement, catalog #: 00111314001, lot #: 74624301; trabecular metal tibial augment block, catalog #: 00544800429, lot #: 61787914; trabecular metal femoral augment block, catalog #: 00549003624, lot #: 61825154. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the location of the device remains unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 0001822565-2019-03484, 0001822565-2019-03485, 0001822565-2019-03486, 0001822565-2019-03487, 0002648920-2019-00509, 0001822565-2019-03490. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made and no additional information is available at this time.